Manufacturer narrative:
Approximate age of device- 5 years, 3 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. The report of a separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by an abbott representative. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car # (B)(4). The heartmate ii lvas patient handbook addresses how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported there was percutaneous lead separation at the distal end bend relief. Rescue tape was applied and a clamshell repair was performed on (B)(6) 2018. All tests passed. No additional information was provided.